Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout and lead revision procedure. The right ventricular (rv) lead was noted to exhibit low pacing impedance in both bipolar and unipolar configuration upon interrogation. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.